Event description:
It was reported that the surgeon noticed that the ring of the centrax came off during removal surgery due to infection.

Manufacturer narrative:
An event regarding infection involving a centrax bipolar 26x44mm head was reported. The event was not confirmed. Method and results: device evaluation and results: the centrax bipolar 26x44mm was returned with the polyethylene insert disassembled from the outer shell, and the locking ring disassembled from the insert/shell assembly. The outer shell no signs of wear or abuse. The insert showed signs of damage/distortion in the area where the shells three locking tabs had secured it. This appears to have occurred when the insert was disassembled from the outer shell. The locking ring shows multiple sharp gouges on its outer edge and sides consistent with the use of a sharp tool being used to deliberately remove it. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The allegation that the centrax ring came off during removal surgery could only be confirmed by the multiple sharp gouges on its outer edge and sides consistent with the use of a sharp tool being used to deliberately remove it. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon noticed that the ring of the centrax came off during removal surgery due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6260-5-126, 26mm std v40 taper vit head, lot code: 37632802. Cat. No.: 6020-0230, accolade tmzf hip stem #2, lot code: 36636701. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.